Manufacturer narrative:
Product complaint #(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a left total knee arthroplasty to address left knee tri-compartment arthritis. There were no complications noted during the procedure. Depuy components including depuy patella and competitor cement were used in this procedure. On (B)(6) 2019, the patient had a revision to address aseptic loosening of the tibial component at the cement/implant interface. There were no complications noted. Competitor components were implanted during this procedure. Doi: (B)(6) 2016 dor: (B)(6) 2019 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.